Manufacturer narrative:
The command module and monitor were evaluated at spacelabs' facility. The evaluation confirmed that all hospital default settings were appropriate. A simulated ECG was applied to the module and monitor at 80 bpm and then dropped to 30 bpm, below the lower alarm limit setting. The monitor responded correctly for the hospital's default settings - ECG flashed yellow and there was an audible alarm. The bedside monitor under test was connected to a central station; generation of audible, visual, and print alarm conditions was verified. A review of the ECG strips of the event recorded by the hospital are annotated with the message "alarm" indicating that the bedside monitor did recognize and respond to the event. Testing verified that the device performs to specification. Data provided by the hospital documents an alarm condition. There is no evidence of any malfunction in the information available.

Event description:
The tahoe pacific hospital reported that on (B) (6), 2008 a monitor failed to alarm for bradycardia.